Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report. Therapy date is estimated.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2019-14222. Both of the patient's leads are being reported because it is unknown which lead is liable. It was reported patient lost therapy due to migration and was confirmed through x-rays. As a result patient underwent surgical intervention where one lead was replaced. Therapy was established post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.